Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The display programmed value properly on the display graph. The insulin pump was also programmed with test glucose meter. The insulin pump communicated properly and recorded the 7.7 mmol/l value properly from glucose meter. The insulin pump sensor feature working properly. The insulin pump passed leak test. The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button stuck the night prior to calling. Blood glucose at the time is unknown. Customer stated a button was not pressed for longer than 3 minutes. The customer complained about the insulin pump not delivering insulin correctly and experiencing high blood glucose since 12/04/2015. Customer went into diabetic ketoacidosis on 12/16/2015 and ad high blood glucose of 29 mmol/l. Customer treated with manual injection. The customer also mentioned having reading difference between sensor and blood glucose. Blood glucose at the time of the call was 15 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was not replaced or returned for analysis.